Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17551. It was reported that when the patient presented at a follow-up in-clinic, interrogation revealed two episodes of ventricular noise reversion. A review of the electrocardiogram showed noise on both the right atrial and right ventricular leads. Programming changes were made. There were no patient consequences.